Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 7fr 45 cm destination sheath and dilator were returned for product evaluation. The components were not mated when received. Visual inspection revealed that slight damage was observed at the distal tip of the sheath; no damage was also seen on the dilator. Microscopy confirmed that the sheath tip was slightly damaged in a fashion where there was a small wrinkle on the tip of the sheath rim. Based on the investigation of the returned device, the complaint can be confirmed for sheath catheter tip mechanical damage. The cause of the event is likely due to the severe calcification as stated in the allegation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination guiding sheath could not go through the lesion due to severe calcification. The physician withdrew the guiding sheath. The tip of the guiding sheath was found to be split finely. The device was not used and replaced with another destination ex guiding sheath to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.